Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was a significant quantity of solidified blood within the lumen and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, positive pressure was applied and a 1mm longitudinal tear was observed in the balloon. The tear was identified 2mm distal to the distal edge of the proximal markerband. The rate of burst pressure of this flextome device is 12atm (atmospheres). A visual and microscopic examination observed no damage to the tip, markerbands or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, while flushing was intermittent, it was noted that the balloon ruptured by nominal pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, while flushing was intermittent, it was noted that the balloon ruptured by nominal pressure. The procedure was completed with another of the same device. No patient complications were reported.